Event description:
The facility reported that the resident was removed from the tub following a bath and was being dried by the caregiver. She was sitting on the chair with the pillar on her right side and she had the belt on. She then fell forward and then backward. At this time, the chair tipped forward. The brakes were applied at the time of the incident. The facility reported the resident twisted her body when she fell and sustained bruising on the inside of the right thigh and below the right knee.

Manufacturer narrative:
The device was inspected by an arjo investigator and was found in good condition with all functions working properly. The top cover and battery clips were broken in the fall and will be repaired. The facility indicated they would no longer use the alenti with this resident. Based on the info, the MFR has concluded that the cause of the incident is unsuitability for using this device on the resident. It was indicated the resident had full range of motion, but no control over spasms. The operating and product care instructions state the resident should be active or semi-active (i.e., able to sit upright unsupported on the side of a bed or toilet). Also, the resident should understand and respond to instructions to stay seated in an upright position. It is also stated in the opi that brakes should only be applied during pt transfer. The MFR recommended retraining to the opi and reassessment of the suitability of the device for the pt.